Event description:
It was reported that during a routine follow-up about one month post-implant, it was observed that atrial events and ventricular events were occurring at the same time. Troubleshooting was performed, and under fluoroscopy it was observed that the right ventricular (rv) lead was dislodged. A revision procedure was performed and the rv lead was repositioned successfully. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.